Event description:
As reported on (B)(6) 2014, a (B)(6) female pt was admitted to coronary care unit on 10/14/2014 with diagnoses of diverticulitis, duodenal ulcer, and sepsis, and was on central total parenteral nutrition (tpn) entire hospital stay. On (B)(6) 2014, it was noted the first placed PICC was leaking at the junction of the extension leg and the blue hub. The PICC was exchanged with no complications. The second PICC (medwatch 1319211-2014-00213), was replaced for a report of leaking at the junction of the extension leg and blue hub. The pt's condition did not worsen until on (B)(6) 2014 when she developed severe hypotension and was placed on a vent. The PICC was removed on (B)(6) 2014 and a new central venous access device (not angiodynamics device) placed per physician. The PICC did no malfunction. It was removed per decision of the treating physician. The pt expired on (B)(6) 2014. Cause of death: refractory septic shock with multisystem organ failure. In opinion of infection disease specialist, PICC malfunction on (B)(6) 2014 did not cause or contribute to pt death.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device eval. The customer's reported complaint description of leaking from the extension leg could not be confirmed because no product was returned for eval. The root cause for the reported defect cannot be determined. The defective PICC was removed and successfully replaced with a new of the same device. The new PICC was removed after five days per the treating physician's medical determination and replace with a central venous access device (MFR unk) due to the pt's failing health. Angiodynamics device was not indwelling at time of death. Follow up info provided by the physician indicates the pt's death on (B)(6) 2014 was unrelated to the PICC malfunction on (B)(6) 2014. The pt's death was a result of multiple medical issues the pt was experiencing. A review of the device history records for the PICC exchanged on (B)(6) 2014 was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, that is provided with this device, contains several statements regarding the maintenance of the PICC and site care. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).